Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, a high capture threshold was noted on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition